Event description:
Reference medwatch 12191856-2008-00530 for the first event involving the same pt. It was reported that the intra-aortic balloon (iab) was prepped per instruction and the sheath was inserted via the femoral artery. As the second iab was inserted into the sheath the iab began to unwrap. As a result, the iab and the sheath were removed as one unit. A third iab-06840-u was prepped and inserted without incident.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.